Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8352-50, serial #: (B)(4), description: coveredge x 32, 50 cm 4x8 surgical lead .model #:sc-4318, lot #: 21600627, description: clik x anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg, lead, and anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to (B)(6) infection. The patient was prescribed antibiotics and was doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient had an infection at the pocket site. Symptoms of redness, swelling and fever were noted. Infection was not device or procedure related and the cause was unknown.

Event description:
A report was received that the patient underwent an explant procedure due to (B)(6) ((B)(6)) infection. The patient was prescribed antibiotics and was doing well postoperatively. No device malfunction was suspected.